Manufacturer narrative:
(B)(4). The external visual inspection revealed that the array was severed prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed severed electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical test performed. This device passed all of the tests performed. This older device configuration is no longer manufactured. This is the final report.

Event description:
The recipient elected to undergo revision surgery for a technology upgrade. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.